Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10411. The pt reported experiencing a burning sensation while charging the ipg that has occurred since implant. The pt indicated, he has a history of 3rd degree burns unrelated to the scs system and stated that he had a 3rd degree burn at the charging site. The pt has not sought medical attention for this issue; however, he is treating the site with neosporin. The pt stated, his ipg no longer has any power, but he does not want to charge it until his burn resolves. The pt also reported, the stimulation is not helping his pain. The st. Jude representative recommended the pt make an appointment with his physician to determine the next course of action. No further info is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.